Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation event. Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (treatment event) was confirmed. All gels were deployed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes. The pulse delivery circuitry test verified proper delivery of full energy 150j biphasic pulse. The functional testing confirmed proper ECG acquisition and pulse delivery functionality. There is no indication of a product malfunction. Device evaluation of monitor sn (B)(4) was completed. The reported problem (service code 104- sd card fault) was confirmed in the download data but could not be duplicated. Upon investigation the monitor ECG acquisition and pulse delivery circuitry were tested and found to be fully functional. There was no reproducible sd card issue. The investigation into the event concludes that there was no device malfunction. A cause and effect analysis was conducted using all of the available information which includes the incident report, device evaluation, software flag files, and ECG strips. The primary cause of the shock was lack of response button use prior to shock delivery. The response buttons were not pressed during the event. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the (B)(6) clinical trial (B)(4) (0.69% per patient-month with 90% confidence). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf. The lifevest detection algorithm complies with iec (B)(4) performance requirements for sensitivity and specificity.

Event description:
A us distributor contacted zoll to report that a patient experienced an unknown defibrillation event consisting of one shock. It was reported that the patient was at home at the time of the event. The patient was reportedly unconscious at the time of the event with his wife presents. Ems was called after the event. The patient's rhythm at the time of the event is not known due to an sd card fault. The response buttons were not pressed during the event. The patient was taken to the hospital after the event and continued wearing the lifevest. There was no death or serious injury associated with the unknown defibrillation event.